Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker (pm) was found in back-up mode. While attempting to reprogram the pm, it was noted that the pm exhibited failure to interrogate. The patient was in stable condition and will be further monitored.

Manufacturer narrative:
The reported event of backup operation and unable to interrogate was confirmed. As received, the device had no telemetry communication and normal output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found normal, signs of rapid depletion were noted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
New information received indicates that the pacemaker (pm) was explanted and replaced. The patient was in stable condition.